Event description:
During a functional testing by a zoll medical representative, the device shuts down. No pt involvement.

Manufacturer narrative:
The reported malfunction was observed and attributed to an incomplete software upgrade. The customer updated the program software however, did not complete the upgrade by installing language software. Upon evaluation of the device at zoll medical corporation it was observed that the language software had not been installed which resulted in the reported malfunction.